Manufacturer narrative:
Recall: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. Manufacture has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge the device as recommended. In turn the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the patient had new scs system implanted on march 22, 2018. The old system was explanted sometime in fall 2017 (exact date unknown). Reportedly, replacement of ipg resolved the issue.